Event description:
Procedure type: total lap hysterectomy. According to the reporter: the first endostitch device loaded correctly and was able to pass the suture on the first bite, but then was no longer able to work and they tried to reload and continued to have problems. They opened another handle and it would not even load the suture in the arms of the endostitch. The third endostitch worked and the procedure was completed. No harm to the patient. There was no unanticipated tissue loss. There was no unanticipated tissue damage. There was no unanticipated extension for the incision more than one inch. There was no unanticipated extension for the incision more than one inch. There was no unanticipated blood loss of more than 500cc. There was no delay over 30 minutes. No device fragment fell in the patient cavity. No device fragment was left in the patient.

Manufacturer narrative:
(B)(4).